Event description:
It was reported that during a routine device change out, once the right ventricular (rv) lead was attached to the new device, it showed high impedance on the svc and the rv high voltage coils. It was also noted the left ventricular (lv) lead had variable thresholds. The rv lead had been tunneled over from the right side to the left side of the patient's body years earlier and the physician suspected that this may have weakened the rv lead. The decision was made to downgrade the patient to a pacing system and the rv lead remains in use for the pace/sense coil. The high voltage coils were inactivated. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1 ICD, implanted (B)(6) 2014. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).